Event description:
Boston scientific received information that this right ventricular (rv) pace/sense lead had exhibited dislodgement. The patient underwent a revision procedure and the rv lead was successfully postitioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.